Manufacturer narrative:
During pre-dilatation of the left side of the mid superficial femoral artery (sfa)/in-stent restenosis of an unknown stent, it was reported that a 5mmx22cm powerflex pro pta balloon and a 4x10 opta pro pta balloon ruptured at low atmospheres (atm)/nominal pressure. The powerflex pro ruptured first, then the opta pro balloon. Another opta pro was used to finish the case. The devices were removed easily and intact from the patient. There was no patient injury reported. The patient was discharged the day of the procedure. The opta pro was returned for analysis and the powerflex pro will not be returned for analysis. The target lesion was speculated to have moderate calcification (in-stent), mild tortuosity, and a rate of stenosis near 100% (subtotal cto). There was no difficulty removing the devices from the hoop, removing the protective balloon cover, removing the stylets, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally. An unknown brand of contrast media was used for the procedure with a 50/50 contrast to saline ratio. A boston scientific inflation device was used and was used successfully with other devices. There was no resistance/friction noted during insertion of the balloons through the rotating hemostatic valve or through the guide catheter. There was moderate difficulty advancing the devices through the vessel. There was no difficulty crossing the lesion. The devices were never in an acute bend. The balloons did not seem to ¿stick¿ to the stent. The devices did not kink during use. The devices had been inserted into the patient once (initial insertion). The complaint product was not returned for analysis. Review of lot 15670067 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The powerflex pro was not returned; therefore, the reported balloon burst at/below rbp could not be confirmed. Based on the information available for review, vessel characteristics (moderate calcification/ 100% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pre-dilatation of the left side of the mid superficial femoral artery (sfa)/in-stent restenosis of an unknown stent, it was reported that a 5mmx22cm powerflex pro pta balloon and a 4x10 opta pro pta balloon ruptured at low atmospheres (atm)/nominal pressure. The powerflex pro ruptured first, then the opta pro balloon. Another opta pro was used to finish the case. The devices were removed easily and intact from the patient. There was no patient injury reported. The patient was discharged the day of the procedure. The opta pro was returned for analysis and the powerflex pro will not be returned for analysis. The target lesion was speculated to have moderate calcification (in-stent), mild tortuosity, and a rate of stenosis near 100% (subtotal cto). There was no difficulty removing the devices from the hoop, removing the protective balloon cover, removing the stylets, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally. An unknown brand of contrast media was used for the procedure with a 50/50 contrast to saline ratio. A boston scientific inflation device was used and was used successfully with other devices. There was no resistance/friction noted during insertion of the balloons through the rotating hemostatic valve or through the guide catheter. There was moderate difficulty advancing the devices through the vessel. There was no difficulty crossing the lesion. The devices were never in an acute bend. The balloons did not seem to ¿stick¿ to the stent. The devices did not kink during use. The devices had been inserted into the patient once (initial insertion).